Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarm frequently occurred on the intra-aortic balloon pump (iabp) during use. Therefore, the device was replaced by another iabp and the issue was solved." Patient current condition reported as fine. There was no patient death, serious injury or complications reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not able to be confirmed. The pump was inspected by a service technician and passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "helium loss alarm frequently occurred on the intra-aortic balloon pump (iabp) during use. Therefore, the device was replaced by another iabp and the issue was solved." Patient current condition reported as fine. There was no patient death, serious injury or complications reported.